Manufacturer narrative:
A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. The tip of the returned rod is damaged, and appears to have been cut by a rod cutter. No defect of the material was found.

Event description:
It was reported that the rod broke some time after implantation. The pt underwent a revision surgery to remove the device.